Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse a chemo drug during therapy (medication, dose, programmed amount and delivery rate unknown). A nurse had connected a chemo drug (cabazitaxel) to a loaded primary non di (2- ethylhexyl) phthalate (dehp) set. One hour later the pump alarmed infusion complete, the nurse came to the pump to see that the bag of drug was still full and there was no flow. The nurse removed the set from the pump and loaded the same set onto another pump and it worked fine to complete the therapy. It was noted that nurse had infused other drugs with the same pump with dehp and non dehp sets and it had worked fine. There was patient involvement, but no known patient injury or medical intervention associated with this event. Additional information was received via email stating that the pump was verified by the baxter clinical specialist and does not have seem to have any issues and they have out it back in service. No additional information is available.